Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with an low blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated a (B)(4), unit bolus which decreased their bg level. Reportedly, customer became unconscious and was experiencing body ticks. During hospital stay, customer was treated intravenously with unknown fluids and sugars. Customer was released same day with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.